Manufacturer narrative:
A ge rep evaluated the system and replaced the lemo receptacle and cable. System operates as intended.

Event description:
Customer reported a damaged lemo receptacle. No pt injury was reported.